Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). Pfmea ra87p002 rev 19 (rubberize dipping process) was reviewed for this investigation. The failure mode is addressed in step/item # 4. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. That cause the torn rubberize. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient diagnosis of urinary retention was clear and catheterization and indwelling catheterization were recommended to improve symptoms. A urinary foley catheter was placed from (B)(6) 2025, and was found to be dislodged during bladder irrigation, and the suprapubic balloon did not fill up after filling with water. The urinary catheter balloon flowed out on its own after filling with water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient diagnosis of urinary retention was clear and catheterization and indwelling catheterization were recommended to improve symptoms. A urinary foley catheter was placed from (B)(6) 2025, and was found to be dislodged during bladder irrigation, and the suprapubic balloon did not fill up after filling with water. The urinary catheter balloon flowed out on its own after filling with water.